Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the monopolar energy was not working. The isi technical support engineer (tse) reviewed the logs and found no errors. The tse could not see any power settings for the monopolar instrument in the logs. The customer swapped instruments and power cords but still had question marks on the integrated electro surgical unit (iesu). The customer swapped ports and power cycled the system along with the iesu, but the issue was not resolved. The tse suggested to try a third power cord. The procedure was completing as planned with no reported injury.